Event description:
The patient reported that twice he has experienced his infusion set tubing separating at the luer lock connection. He stated that his blood glucose value was not affected. He stated that he would identify the separation before leakage occurred and would change his infusion set immediately. The patient did not require medical assistance from a health care professional or second party to address the issue. The product was requested to be returned for evaluation.